Event description:
It was reported that during a davinci si prostatectomy procedure, the customer noted that the grip broke on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken conductor wire and a exposed wire segment had a section with damaged insulation in which the bare wire strands were visible. The yaw pulley exhibits char marks adjacent to the damaged wire section. The charring is evidence of an arcing event. Instrument failed electrical continuity test. Additional observations not reported by site were main insulation tube damage and dislodged of bipolar pin. The distal end of the main insulation tube exhibited various scratch marks with light material and the top bipolar pin was pushed into back end and the bottom pin was bent. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing.